Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The pump had delivered intrathecal dilaudid (concentration 20mg/ml; dose 4.324 mg/day), baclofen (concentration 2000mcg/ml; dose 43.24mcg/day), and bupivacaine (concentration 5mg/ml; dose 1.0811mg/day). The patient was unsure when or how the catheter broke and stated maybe 2010. The patient had a lot of pain for a while. The pump had, on numerous times, tried to erode through. The pump revision help but the patient's doctor passed away and the new doctor was located (B)(6) miles from the patient so no other revision was done. When the doctor passed away, no doctor in the patient's area would take a new pump patient. It was difficult for the patient to get to the doctor (B)(6) miles away. On an unreported date the pump was removed. It took the patient three months of withdrawal symptoms to get over the removal. No new pump was implanted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient's pump was removed sometime in 2011. The patient did not know the exact date. The pump had eroded through the skin and they had to do an emergency procedure to remove the device. It was also noted that the catheter was broken. No further information was provided. Additional information was requested but not available at the time of this report. If additional information is received, a follow-up report will be sent.